Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and sinus operation. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bv"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced premature menopause ("hormonal changes describe: onset of menapause"), insomnia ("difficulty sleeping") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced nausea ("nausea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced vulvovaginal pruritus ("vaginal itching"), abdominal pain ("abdomen pain"), pain in extremity ("feet pain"), headache ("head pain"), back pain ("back pain"), abdominal pain upper ("stomach pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), gastroenteritis viral ("stomach flu") and plantar fasciitis ("plantar fasciitis"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, premature menopause, vulvovaginal pruritus, insomnia, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, depression, migraine, nausea, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, irritable bowel syndrome, abdominal distension, abdominal pain, headache, bladder disorder, urinary tract disorder, cystitis, gastroenteritis viral and plantar fasciitis outcome was unknown and the pain in extremity, back pain and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, bacterial vaginosis, bladder disorder, cystitis, depression, fatigue, gastroenteritis viral, gastrooesophageal reflux disease, headache, insomnia, irritable bowel syndrome, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, plantar fasciitis, premature menopause, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number: 977934 manufacturing date: 2012/04 expiration date: 2015/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events were added: stomach flu and plantar fasciitis. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bv"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced premature menopause ("hormonal changes describe: onset of menapause"), insomnia ("difficulty sleeping") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced nausea ("nausea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced vulvovaginal pruritus ("vaginal itching"), abdominal pain ("abdomen pain"), pain in extremity ("feet pain"), headache ("head pain"), back pain ("back pain"), abdominal pain upper ("stomach pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, premature menopause, vulvovaginal pruritus, insomnia, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, depression, migraine, nausea, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, irritable bowel syndrome, abdominal distension, abdominal pain, headache, bladder disorder, urinary tract disorder and cystitis outcome was unknown and the pain in extremity, back pain and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, bacterial vaginosis, bladder disorder, cystitis, depression, fatigue, gastrooesophageal reflux disease, headache, insomnia, irritable bowel syndrome, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, premature menopause, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: current weight 200 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number: 977934, manufacturing date: 2012/04, expiration date: 2015/04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events added: bladder problems, urinary tract disorder and bladder infection. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bv"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced premature menopause ("hormonal changes describe: onset of menapause"), insomnia ("difficulty sleeping") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced nausea ("nausea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced vulvovaginal pruritus ("vaginal itching"), abdominal pain ("abdomen pain"), pain in extremity ("feet pain"), headache ("head pain"), back pain ("back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, premature menopause, vulvovaginal pruritus, insomnia, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, depression, migraine, nausea, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, irritable bowel syndrome, abdominal distension, abdominal pain and headache outcome was unknown and the pain in extremity, back pain and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, bacterial vaginosis, depression, fatigue, gastrooesophageal reflux disease, headache, insomnia, irritable bowel syndrome, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, premature menopause, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: current weight 200 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Lot number: 977934 manufacturing date: 2012/04 expiration date: 2015/04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bv"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced premature menopause ("hormonal changes describe: onset of menopause"), insomnia ("difficulty sleeping") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced nausea ("nausea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced vulvovaginal pruritus ("vaginal itching"), abdominal pain ("abdomen pain"), pain in extremity ("feet pain"), headache ("head pain"), back pain ("back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, premature menopause, vulvovaginal pruritus, insomnia, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, depression, migraine, nausea, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, irritable bowel syndrome, abdominal distension, abdominal pain and headache outcome was unknown and the pain in extremity, back pain and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, bacterial vaginosis, depression, fatigue, gastrooesophageal reflux disease, headache, insomnia, irritable bowel syndrome, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, premature menopause, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Event injury was replaced with events from pfs: hormonal changes describe: onset of menopause, vaginal itching, difficulty sleeping, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: bv, yeast infections, psychological or psychiatric problems condition: depression, migraines / headaches, nausea, pain, vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: gerd, ibs, bloating, stomach pain, pelvic pain, abdomen pain, feet pain, head pain, back pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.